Manufacturer narrative:
The patient reported a burn in the bikini area after treatment for hair removal. There is no long term injury anticipated. The patient was prescribed a 4% hydroquinone as medical intervention to help diminish the hyperpigmentation that resulted from the burns. Upon evaluation, the device was operating within specifications. There were no problems found. This is reportable due to the medical intervention prescribed by the physician.

Event description:
A patient reported burns and hyperpigmentation after treatment for hair removal on the bikini area. The patient was prescribed 4% hydroquinone as medical intervention.